Manufacturer narrative:
A getinge field service engineer (fse) went to evaluate the iabp unit in which the customer complained that the iabp display froze while in use. On 05/05 - once on site, the fse troubleshot the unit and found the error #112 in the logs. Troubleshot base to head connections including the coiled cord and executive processor board and also checked the connections with no interruptions in performance. After letting the unit run for approximately 30 minutes, the display froze and the unit went into an audible alarm. The fse discussed with the biomedical technician, and they decided to replace the executive processor board to avoid any further failures in performance. The fse ordered the board and returned once received. He then returned to the site on 5/12 to replace the executive processor board, once replaced, completed required calibrations. And ran the unit for an hour to ensure the unit did not freeze again. Once the iabp was determined to be safe to use, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while on a patient the screen froze on the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h4, h6 (type of investigation), h10, h11corrected field: g1 (contact person ¿ mfg site), g3.

Event description:
N/a.